Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for ca2 calcium gen.2 (ca), gluc3 glucose hk gen.3 (glu), and crep2 creatinine plus ver.2 (crea) on a cobas integra 400 plus (i400+). No erroneous results were reported outside of the laboratory. All repeat results were believed to be correct. The first sample initially resulted with a ca value of 13 mg/dl and this repeated as 9 mg/dl. The second sample initially resulted with a glu value of 370 mg/dl on (B)(6) 2018 and this repeated as 134 mg/dl. The third sample initially resulted with a crea value of 3.35 mg/dl on (B)(6) 2018 and this repeated as 1.63 mg/dl. The patients were not adversely affected. The ca reagent lot number and expiration date were asked for, but not provided. The glu reagent lot number was 23629001, with an expiration date of 31-jul-2018. The crea reagent lot number was 28332601, with an expiration date of 30-jun-2018. The field service engineer could not determine a cause and could not duplicate the issue. He performed diagnostics of the fluidics system. He performed a pipetting accuracy check and precision studies. As a preventive measure, he replaced probes and syringes. He performed other preventive maintenance activities. The fluidics diagnostics results were good and the pipetting accuracy was within specifications. The customer's control recovery was within the customer's expectations.

Manufacturer narrative:
The customer has had no further issues since performance of the service actions. The investigation was unable to find a definitive root cause.